Event description:
It was reported that patient had adverse event occured when bd intima-ii¿ closed IV catheter system was used. The following was translated from french to english: placement of subcutaneous catheters in various patients on the ward, with signs of intolerance or infection in 3 of them.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 3048102. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that patient had adverse event occured when bd intima-ii¿ closed IV catheter system was used. The following was translated from french to english: placement of subcutaneous catheters in various patients on the ward, with signs of intolerance or infection in 3 of them.